Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device weight to the specification, a crease flat, an opening, and wear abrasion. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on the anterior side due to surgical damage. Additional, corrected, and/or changed data: b.5, d.7, d.10, h.3, h.6.

Event description:
Healthcare professional confirmed baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade unknown, pain and discomfort, patient concern with the product, immune system has been low, and been sick longer.

Event description:
Patient reported "pain and discomfort." Healthcare professional reported capsular contracture, baker grade unknown on an unspecified side and patient concern with the product. Patient additionally reported "immune system has been low" and "been sick longer"; these events are not related to the device. Device remains implanted. This record is for the right side.